Event description:
Caller reported a malfunction on the pump, and there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and received instructions on how to prepare the current pump for return. Tandem technical support sent a replacement pump, confirmed shipping details, and advised on necessary steps when the new pump arrived.